Event description:
It was reported that this inflatable penile prosthesis (ipp) was less rigid than it had been soon after implant. The device was explanted and replaced. No patient complications were reported.